Event description:
It was reported that a malfunction code appeared on the customer's pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in doing so, as the customer had not previously reset the malfunction. Customer to continue to use pump for insulin therapy.